Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after a syncopal event. The patient stated the lead was surgically abandoned and replaced yesterday due to a suspected fracture as no capture was noted at maximum device outputs and impedance was greater than 3000 ohms. No additional adverse patient effects were reported.